Manufacturer narrative:
Product event # (B)(4) evaluation process: *performed visual inspection on unit per (B)(4). -unit is in good condition. *performed baseline functional testing per (B)(4). -unit did not deliver output power in all modes. Dc pcba needs to be replaced. Root cause: unit did not deliver output power due to a damaged pc pcba. When technician conducted a visual inspection of dc board it was noticed that resistors r76, r82, r86 <(><<)>(><(>&<)><(><<)>)>r87 were found to be damaged (burnt.) Unknown to how <(><<)>(><(>&<)><(><<)>)> when components were damaged while out in the field, but further troubleshooting is required to determine the cause of damage. Replacing dc pcba will correct issue. (B)(4).

Event description:
Analysis report stated that technician noticed resistors within the generator were found to be damaged (burnt). No patient involvement.